Event description:
It was reported to covidien on 02/12/2010 that a customer had an issue with a 6ml syringe. The customer stated he was performing a digital block on a pt and the plunger on the syringe broke and subsequently he struck himself with a dirty needle in his hand.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded. Attempts have been made to obtain additional info from the customer surrounding the incident reported. If additional details are provided, a supplemental report will be filed.